Manufacturer narrative:
Additional information: e1(event site state: (B)(6), event site postal code:(B)(6)). A getinge field service engineer (fse) evaluated that mains cable not retracting correctly. Remove cable drum and relocate mains cable correctly. Check cable for damage and power ucarc: cardiosave to ensure correct operation. Cardiosave is operational. The cable retract too quickly causing to jump off of the spool. There was no damage to the cable.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4 (UDI), e1(initial reporter), g3, g6, h2, h3, h6, h11 corrected field: h6 (medical device ¿ problem code).

Event description:
N/a

Event description:
It was reported that when the customer let the cable retract too quickly, the cardiosave intra-aortic balloon pump (iabp) jumped off the spool. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.